Event description:
It was reported via journal article the rotablator burr stuck in the vessel. The target lesion was located in the severely calcified left anterior descending artery (lad). During the use of a 1.25 mm rotablator burr inside the lesion, the burr got stuck. A "mother and child catheter system" were required for burr removal.

Manufacturer narrative:
Literature citation: sulimov, ds et al. (2013). Stuck rotablator: the nightmare of rotational atherectomy. Eurointervention 9:251-258. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Corrected literature citation: cunnington, m. And egred, m. (2012), guideliner, a child-in-a-mother catheter for successful retrieval of an entrapped rotablator burr. Cathet. Cardiovasc. Intervent., 79: 271¿273. Doi: 10.1002/ccd.23032. First name corrected from (B)(6). Last name corrected from (B)(6). Complainant name corrected from bad (B)(4) to (B)(6) hospital. (B)(6). (B)(4).

Event description:
It was further reported that the patient developed recurrent angina post-CABG. Elective pci to the lad was attempted via the right femoral artery, proceeding with difficulty due to the severe distal aortic disease. However, the severely calcified disease in the prox lad could not be dilated. Therefore the patient was referred for rotablation. In the interim, the patient developed further chest pain and was readmitted with troponin positive acute coronary syndrome. Vascular access was gained via the right brachial artery using a 7fr sheath and 3.0 guide catheter. An extra-support rotawire guide wire could not cross the lesion, therefore a non-bsc wire was advanced and exchanged to the extra-support guide wire via a micro-guide exchange catheter. Ablation was performed, causing heart block with bradycardia requiring right ventricular pacing via the left femoral vein. Short runs of 5-8 seconds were performed, and during further attempts at ablation the burr stalled and became trapped within the heavily calcified lesion. The burr could not be retrieved using direct simple traction. A wire was passed alongside the burr however a balloon could not be advanced, and there was evidence of dissection in the proximal lad. The burr and rotawire guide wire were cut proximally and a non-bsc guideliner, monorail child-in-a-mother catheter was inserted, and with traction on the burr and counter-traction on the catheter the burr was retrieved. The lesion was rewired with a mailman guide wire and the mid lad lesion was dilated to 16atms. There was some dissection in mid lad however there was timi 3 flow. The dissection in the proximal lad related to catheter trauma during traction of the trapped burr was stented with a 3.5x12mm nonbsc drug-eluting stent at 12 atms with final good results. The procedure was terminated with timi 3 flow in the lad and the patient was discharged the next day with plans made for the patient to return for further pci and rotablation or laser to the lad and cx at a future date.